Event description:
A malfunction was reported by the caller on the pump, identified with malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed the specified threshold. The customer received guidance from technical support to reset the pump, which successfully resolved the issue, allowing the customer to continue using it. The customer planned to load a new cartridge independently and agreed to contact technical support if the problem recurred.